Event description:
It was reported to philips that the device failed to calibrate. There was no patient involvement.

Manufacturer narrative:
The device is end of support since february 3, 2022 and no testing / evaluation was performed. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted.